Manufacturer narrative:
Initial.

Event description:
It was reported that after infusion set and supply changes, the user experienced significant postprandial hyperglycemia with glucose rising to approximately 280¿300 mg/dl and later trending low to 40¿50 mg/dl, with episodes also linked to showering post-change and delayed or absent meal announcements; the device provided high and low alerts and delivered correction doses, and the user treated lows with oral carbohydrates. Symptoms included hyperglycemia without reported symptoms and hypoglycemia with sweating. Outcomes included insufficient information regarding broader health impact beyond the reported glycemic excursions. Investigation included communication with the user and analysis of information provided by the user and device data. Investigation of this case revealed that no specific device findings were available, device component involvement could not be determined due to insufficient information, and the overall medical device problem could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.